Event description:
The dealer stated the unit alarms with red light. The dealer did not provide patient or usage detail. No injury or property damage was reported. The dealer has no further information to provide.